Event description:
It was reported that the bd alaris smartsite gravity set was occluded. The following information was provided by the initial reporter: so, we have had 2 of these IV tubings fail us after being attached to the patient. We are able to prime the tubing initially, but once it is hooked to the IV it will not flow. We have checked for kinks, opened the release valve and had no success. We even tried switching out the IV bag. Finally, we switched out the tubing for another set and it worked. # of occurrences: 2. Additional information received from the customer: can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2026. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. 1st occurrence: when the fluid would not flow through the initial IV the nurse restarted the IV thinking that the IV was bad, but then she realized it was the tubing that failed so this patient had a second poke unnecessarily. 2nd occurrence: the procedure was delayed 5 minutes when the nurse had to troubleshoot why the fluid wasn¿t flowing. It also made the patient more anxious in an already vulnerable situation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.